Event description:
It was reported that a pocket fill occurred during a refill on (B)(4) 2013. The patient let his pump go empty and the empty pump reservoir alarm sounded. During the refill, the healthcare provider (hcp) could not aspirate anything due to the empty reservoir, but believed he had accessed the pump reservoir. The hcp injected 8 to 10 ml of drug and noticed that the pocket was puffing up a little bit. He then tried to aspirate the drug back and did not get any drug back. He then accessed the reservoir and filled the rest of the pump. The pump was programmed to minimum rate. 911 was called and patient was transported to the emergency room and monitored overnight. The patient had his pump emptied. The patient got out of the hospital on saturday. The patient experienced lightheadedness but no other complications. The pump was to be programmed back to the normal rate on (B)(4) 2013. The device system was used to deliver bupivacaine, 12mg/ml and morphine, 11mg/ml. Additional information was requested but was not available at the time of this report.

Event description:
Additional information was received. It was reported that the event had nothing to do with the device. The pump was empty because the patient missed several refill appointments. The only noted symptom was light-headedness which only lasted a few hours. There was no patient injury and he recovered without sequela.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(4) 2006, product type catheter. (B)(4).